Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2022. The patient also received quicklink I-125 permanently inserted brachytherapy seeds during the same procedure. The procedure was reported to be difficult because, during the procedure the patient's systolic blood pressure dropped to 60 units due to lumbar anesthesia. The procedure was completed with the same device. During post-treatment, on (B)(6) 2022 magnetic resonance imaging (MRI) was performed and showed that most of the spaceoar was exposed in the rectal lumen. The patient was asymptomatic and had no adverse effects.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.